Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient went to the emergency room (ER) and was given pain medications. It was also reported that the patient was experiencing fever and high blood pressure. The physician administered an injection. No further course of action was taken.